Manufacturer narrative:
A0902: going black a110201: freezing up a23: software anomalies d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736218, ubd: unknown, UDI#: unknown, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after re-installing stealthmerge on the system, it seemed to be having a variety of software anomalies including the screen going black and freezing up. Troubleshooting as performed. The local representative (cs) stated this system had "always" had some software related issues. Technical services (ts) confirmed the solid state drive (ssd) had been replaced three times on the system. There was no patient involvement.

Manufacturer narrative:
H2, e1-e3: initial reporter information has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.